Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter burst; however, it was unknown if any pieces were missing. It was later reported that after the sample was evaluated, it was determined that the balloon did not burst, as a pinhole was identified.

Manufacturer narrative:
Received 1 used silicone catheter with the drainage bag and labeling. Per the visual inspection, no defects were observed along the catheter. There was no balloon burst observed. During the functional evaluation, the balloon was inflated with 10 cc of air using a syringe and it was then deflated. Then the balloon was inflated with 10 cc of a mix of tap water and blue methylene using a syringe, and water leakage was found due to a pinhole. The sample was observed under 10 x magnification and no embedded particles were found on the balloon area where the pinhole was observed. Per the dimensional evaluation, the active length was measured and the results were as follows: short side= 0.7690¿, long side= 0.7920¿ (per specification, the active length is 0.6¿ to 0.9¿). Therefore, the catheter active length was found within specification. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities: 3 cc balloon: use 5 cc sterile water, 5 cc balloon: use 10 cc sterile water, 30 cc balloon: use 35 cc sterile water, do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). Correction= model #/lot #. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter burst; however, it was unknown if any pieces were missing. It was later reported that after the sample was evaluated, it was determined that the balloon did not burst, as a pinhole was identified.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had burst; however, it was unknown if there were any pieces missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had burst; however, it was unknown if there were any pieces missing.